Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of noise were observed during a follow-up. Externalized conductors were also observed via x-ray. The lead was capped and replaced. The patient was in good condition post-procedure.